Manufacturer narrative:
Explant date: 2017. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was not getting adequate pain relief and was experiencing shocking sensations. The patient underwent an ipg explant procedure.